Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high and unstable thresholds on the right ventricular (rv) lead. During the procedure to revise the lead, there was a short term loss of capture and the patient experienced per-acute respiratory deterioration with pre-existing cardiac decompensation with the obligation to resuscitate. The patient was admitted to intensive care unit and was alert and awake. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.